Event description:
A malfunction was reported on the pump by the customer. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact on the customer¿s blood glucose level. Customer support assisted the caller by providing instructions to reset the pump, which resolved the issue, and advised the customer to call back if the malfunction recurred. Customer confirmed understanding of these instructions.